Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the programmer's attached printer was smoking. A company representative was to be contacted to have the printer replaced. No patient complications have been reported as a result of this event.